Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
Hamilton medical ag received the following incident description: ¿during ventilation on (B)(6) 2025, the ventilator went to ambient state and the screen got black. The ventilator was still in ventilation, just no action could be made.¿ the device data log files are shown the technical failures ¿blowerfault¿ and ¿ambient failure detected¿. The issue did not result in any patient harm. A ventilator in ambient state can lead to a shortage of breath for the patient, what makes this event reprtable.

Manufacturer narrative:
Investigation result: logfile analysis was performed: the technical fault tf 431001 (blower fault) appears when the driver endstage of the blower motor detects a failure with the motor. This signal is forwarded to the alarm monitor (on control board). According to complaint information, there was no intervention necessary as the device kept on ventilating the patient. The device was inspected after usage and the field technician identified the blower module as the cause. The blower module was replaced. This case is considered as closed.